Event description:
It was reported that a unspecified bd pen needle broke at the cannula before use. The following was reported by the initial reporter: "it was reported that rear end of cannula is broken. Verbatim: rear cannula end is broken. Notes: date sanofi received complaint: 29.01.2021. Date sanofi received the sample: 25.02.2021. Pir: 100100502."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/19/2021. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the rear end of cannula is broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for needle broken npe. Root cause is user related. The non patient end of the cannula was broken during use of the product by the customer. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a unspecified bd pen needle broke at the cannula before use. The following was reported by the initial reporter: it was reported that rear end of cannula is broken. Verbatim: rear cannula end is broken notes: date sanofi received complaint: 29.01.2021. Date sanofi received the sample: 25.02.2021. Pir: (B)(4).